Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a routine device interrogation, two ventricular high rate episodes were identified. One episode appeared to be noise on the right ventricular (rv) lead, the second episode appeared to resemble a supraventricular tachycardia episode or a non-sustained ventricular tachycardia rhythm. The patient was unsure if she had any medical procedures at the time of the recorded episodes which may have contributed to the noise. Communication attempts were made with the clinic for additional information but were unsuccessful. According to manufacturer records, the rv lead remains in use. No patient complications have been reported as a result of this event.